Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the cause of death as pulmonary edema. The physician does not allege the performance of the device caused or contributed to the death of the patient. Additionally, the physician does not allege a malfunction of the device. There is no allegation, suspicion, doubt, and/or no information suggesting the death was product-related.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient passed away due to cardiological cause. It is unknown if the death of the patient was related to the device.